Manufacturer narrative:
G4:10mar2021. B4:10mar2021. The medical officer replaced the blower motor controller, blower & sensor and printed circuit board assembly. The device successfully passed performance specification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 24dec2020.

Event description:
The customer reported a blower issue. The unit was not in use when the reported problem occurred.